Event description:
It was reported that (1) hp052 was used during a lavh procedure. The surgeon was using hp052 handpiece and got a solid tone. The case was completed with another hp052. There was no pt consequence.